Event description:
During baxter's functionality testing of a spectrum pump, the device failed to auto restart after introducing a downstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the failure to auto restart. During the baxter's eval, the functional testing failure was confirmed through component causality of a failed downstream sensor. Further eval was unable to reproduce the failure. The downstream sensor current reading was out of spec with a fluid filled set loaded (high readings). The downstream pressure plate gap was also found out of spec.